Event description:
Overdelivery of morphine due to misprogramming reported. The pump was to infuse morphine 10 mg/ml, pca dose of 1.0 mg with a 10 minute pt lockout, a 24 mg 4 hour limit and a total container size of 350 mg. The pump was inadvertently programmed for morphine 1.0 mg/dl 24 mg pca dose, 10 minute lockout and a total container size of 35 mg. The pump gave an air-in-line alarm which was cleared by a nurse. When she restarted the pump, the nurse "heard the pump spinning too fast." She checked the settings at that time and noted the programming error.the pt experienced drowsiness and a decreased respiratory rate. He received narcan and was taken to ICU for observation. He recovered without adverse sequelae.